Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that beginning some time last year, their legs were not working very well and they were falling a lot. The patient reported that it was unknown if the falls were related to the device or therapy. The patient reported that it felt like their legs had short circuited. The patient reported that due to the falls, they were having pain in their hips, tail bone, back and legs. The patient also reported that in (B)(6) 2017, they fell and broke a bone in their lumbar. The patient reported that in the last couple of weeks they started falling to the left rather than straight back. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp reporting that the patient moved and had not been seen by them since (B)(6) 2016. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient reported that the falls and broken bone in their lumbar were not due to the device, but rather due to balance problems. The patient reported that the cause of the reported issues were their legs not working well and balance issues. The patient reported that they were going to see their managing healthcare provider (hcp) in august to have their ins looked at. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.